Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2022 wherein the leads were explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2021-04653. It was reported that the patient experienced ineffective therapy due to lead migration. X-ray result confirmed both leads migrated. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.